Event description:
In 2009, the patient reported she received a low cartridge warning on her insulin device at 2-3am and at 4:30am she received an occlusion error. When she tried to prime to clear the error, she received an e7 (electronic error). She reinserted the device battery but received another e7. To troubleshoot, the patient was instructed to try to perform a prime but she received an e10 (cartridge error). She then tried to change the cartridge and received an e7 while using a new battery. The error was unable to be cleared. She said the device has not had any contact with water, insulin, or electromagnetic fields. The patient stated she has experienced elevated blood glucose readings of 10 mmol/l (180 mg/dl) and 19.6 mmol/l (352.8 mg/dl). She said she switched to her backup infusion device and her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.